Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil got deviated by about two loops towards the parent vessel; however, no complications have occurred at this time. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was severe, no torque was applied to the delivery wire when operating the coil, the coil was advanced slowly and carefully without excessive force, and the lumen of the catheter was within recommended range. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported 'main coil protrusion' and 'device interaction with another device'.

Event description:
It was reported that during the procedure, four coils were successfully implanted. While attempting to place the another coil, it deviated from the coil mass and resistance was encountered during repositioning. The coil could be advanced but not retracted, and it became jammed within the microcatheter. The coil was entangled with previously deployed coils. Upon retrieval of the microcatheter, the detachment zone of the previously deployed fourth subject coil was observed within the microcatheter, and this subject coil had deviated approximately two loops toward the parent vessel. The procedure was completed with four coils remaining implanted including the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, four coils were successfully implanted. While attempting to place the another coil, it deviated from the coil mass and resistance was encountered during repositioning. The coil could be advanced but not retracted, and it became jammed within the microcatheter. The coil was entangled with previously deployed coils. Upon retrieval of the microcatheter, the detachment zone of the previously deployed fourth subject coil was observed within the microcatheter, and this subject coil had deviated approximately two loops toward the parent vessel. The procedure was completed with four coils remaining implanted including the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.